Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance resulting from a possible fracture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507153 lead, implanted: (B)(6) 2005; fr99521 tissue valve, implanted: (B)(6) 2011; dtbb1d1 crt-d, implanted: (B)(6) 2014. (B)(4).